Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Sample is not available for return. The investigation is in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated peripherally inserted central catheter (PICC) occluded on insertion day #3. On (B)(6) 2024 PICC line placed and remained in good position until infant transferred on (B)(6) 2024. There was no patient injury.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause and corrective action is not possible. There were no similar complaints found related to this lot number.